Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 121 mg/dl. Additionally, it was reported that the customer went to the hospital. The customer declined to provide additional information regarding the issue. A replacement pump was sent to resolve the issue.